Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-03995. It was reported that during the trial implant procedure the lead delivery needle (non-abbott) was broken. The lead was not implanted. Another two leads were used without issue and the trial procedure was completed. The patient was referred to a neurosurgeon to have the broken needle removed. Reportedly, the therapy was restored.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-03995 . Additional information identified surgical intervention was undertaken on (B)(6) 2018 wherein the broken needle (non-abbott) was removed which resolved the issue.